Manufacturer narrative:
This is initial/final MDR report being submitted for this complaint with associated MFR# 1226348-2017-00052. (B)(4); lot unavailable. Expiration date unavailable. (B)(4). Manufacturing date unavailable. The event could not be confirmed as the product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time. Deployment difficulty, inadequate radiopacity, incomplete expansion and surgical delay are all known potential events that may occur in association with use of the enterprise 2 device. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. The event of surgical delay is not specifically addressed in the device IFU; however, trouble shooting of device issues takes time during a procedure and the medical professional will be aware of the time used for these events. The device IFU gives detailed instructions for the use, delivery and deployment of the enterprise 2 device. Review of the available information suggests that vessel anatomy and intra-procedural issues may have contributed to the reported events. No further actions are required at this time.

Event description:
As reported by a healthcare professional, during the procedure it was reported that when using an enterprise 2 stent (enc402300/lot# unknown) there was deployment difficulty, inadequate radiopacity and the stent narrowed after deployment. The procedure was stent assisted coil embolization of an aneurysm at the vertebral artery. After placement of the enterprise stent, it was found that marker on the central side were not developed. The physician struggled to deploy the stent for about an hour, however the physician succeeded in deployment of the stent. After that, when the coil embolization was performed, it was found that the vrd was slightly tucked. It was reported that the stent was slightly smaller/narrower. The procedure was completed without further issues. However, due to the event it was delayed by 60 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. The product is not available for the investigation. No further information is available.

Manufacturer narrative:
Still images and cine films were provided on 17 aug 2017. Multiple single frame still images and two cine films were received regarding complaint (B)(4), where the enterprise stent had deployment difficulty, inadequate radiopacity and after deployment was ¿tucked¿. In all the still frames and the cine videos it is very difficult to visualize the enterprise stent. The intact coil mass is readily visible as well as the catheters used to access the target site. When contrast media is used, it is possible to see a non-smooth intra-luminal area where the enterprise stent was deployed, this maybe evidence of the ¿tucked¿ disposition of the stent. The images suggests that the vessel anatomy, specifically the tortuousness, may have contributed to the reported events. This new information does not change the baseline conclusion previously provided.